Event description:
During remote follow-up, post-paced t wave oversensing due to fusion was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.